Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. In (B)(6) 2017, a 24mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. The procedure was completed without incident and no post procedure complications were noted. The patient was a little "sluggard" to wake up from the anesthesia and due to the patient's liver problems, she was kept in the hospital through the weekend. Over the weekend (5 days post procedure) the patient developed sepsis, become critically ill and needed to be placed on life support. The family did not wish for the patient to be placed on life support. The patient expired that morning due to septic shock.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had positive blood cultures confirming sepsis. Per the physician's death summary, septic shock, acute renal failure, and chronic liver failure from non-alcoholic fatty liver disease (nafld) are listed as the suspected primary causes of death. The physician indicated that he does not feel the event was related to the procedure or closure device.